Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the clinical staff experienced an electrical fault alarm during a pre-implant wet test involving a controller and a driveline extension cable. There was no notable damage on any of the devices. The issue was resolved after the controller and extension cable were exchanged; the pump passed the wet test without further issues. There was no patient involvement during the event.

Manufacturer narrative:
The controller was not returned for evaluation. Log file analysis could not be conducted since log files were not available for analysis. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; possible root causes can be attributed, but not limited, to contamination by foreign material of the driveline connector and/or a marginal driveline connection. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.